Event description:
Pt was revised to address infection.

Manufacturer narrative:
No products were returned. Review of the device history records did not reveal any anomalies. The records show the product was properly sterilized prior to distribution. A search of the complaint database did not show any other reports against the product lot codes. The investigation could not draw any conclusions about the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.